Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to unintended standby during pre-use check and ventilation. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing standby valve and the device was delivered to the user in working condition. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. The root cause to the reported issue has not been determined.